Event description:
Reporter stated that a pt, being treated with octagam infusions (containing maltose 100 mg/ml - a labeled interferent for suspect device), suffered irreversible neurological damage, due to undetected hypoglycemia. Reporter stated that a pt's blood glucose was measured, using the suspect device, with a result of 541 mg/dl. Reporter indicated that, based on this value, pt's second octagam infusion was supplemented with 12u - units insulin, per hour. Reporter stated that the pt's blood glucose was repeatedly measured, using the suspect device, with results of 350, 541, 561, 239, 188, 138, and 107 mg/dl (duration between readings was not provided). Reporter indicated that pt became non-responsive, during which pt's blood glucose measured 115 mg/dl, on the suspect device, and 12 mg/dl, from the hospital lab. No product was returned to the MFR for evaluation.